Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient stated that they had a "huge boil" on their arm that had to be lanced/drained. It was also stated that they had this on two different sites one on the left arm and one on the right arm. The patient was taken to seek medical attention and was diagnosed with a bacterial infection. The site was also described as sore/tender during the wear then had a red bump. The patient was treated with prescribed antibiotics but left the one on the right arm alone. The pod was not worn when seeking medical attention.